Event description:
Rptr complains of autoimmune related diseases. Interstital cystitis, chronic fatigue, stomach problems, sleep disturbances, cognitive problems, neurological damage, sinus problems, muscle aches & pains, lymphadenopathy, vertigo, hair loss. Intermittent dysphagia etc.